Event description:
It was reported that as the intraocular lens was being implanted with the unfolder system the haptic tore the capsule. An anterior vitrectomy was performed and another lens implanted. Patient recovered without complication.

Manufacturer narrative:
The intraocular lens was returned for analysis. One haptic was bent, and the optic is torn/cut in two pieces across the center of the optic. While were are unable to determine the root cause of this event, our observation reasonably suggests that it is not manufacturing related.